Event description:
It was reported that during of an ultrasound-guided breast biopsy, prior to insertion, the biopsy device allegedly self activated without touching the triggers. Reportedly, no coaxial needle was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The lot number was updated to unknown. A manufacturing review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during of an ultrasound-guided breast biopsy, prior to insertion, the biopsy device allegedly self activated without touching the triggers. Reportedly, no coaxial needle was used and the procedure was completed with another device. There was no reported patient injury.